Event description:
It was reported to technical services on (B)(6) 2012 that this rv lead impedance has gradually been rising from 1100 ohms to 1380 ohms today. The rv pacing threshold has also risen. Threshold today is 3.2 v @ 1.9 ms bipolar and 2.6 v @ 1.9 ms unipolar. Unipolar pacing impedance is 280 ohms. Dr. Osaski has opted to increase rv outputs to 5 v @ 1 .9 ms unipolar and will monitor. Battery indicates 1 year or less following these changes. Patient is not dependent and only paces about 2%. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).